Event description:
A malfunction was reported on the customer's pump, which was potentially caused by the pump being in contact with a cold soda can in a purse. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted the customer with the reset, and confirmed that the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact support again should any issues arise.